Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine (n/a mg/ml at n/a mg/day) and unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had their equipment for 'about a year now,' and they have noticed that when they go to give themselves a bolus, after about a minute to a minute a half after the percentages reaches 90%, it feels like the bolus was being delivered. It was noted it felt like a minute to a minute and a half after reaching 90%, they could have the communicator be off and not over the pump and they would still see 'bolus started' shortly after. The patient stated if they try to take the communicator off the pump/turn it off before the handset gets to 90%, 'it gets angry' and they were not able to connect. When agent inquired event date, patient stated 'I was requesting a bolus and all of a sudden I noticed the communicator wasn't against me any more because it slipped off to the side but then when I looked at the handset it said bolus started,' and mentioned they were sent a new handset 'maybe 3-4 months ago, I'm guessing' but forgot the issue they were having. Per (B)(4), handset was replaced (B)(6) 2024. It was reported 'I don't remember it taking it as long todeliver,' and appeared to reference the change starting sometime after receiving replacement handset. While on call, patient had myptm app open and mentioned they had an expected 30 minute lockout. Agent reviewed considerations and patient agreed to monitor..